Event description:
It was reported that during a hemorrhoid procedure, the doctor used the instrument at the hemorrhoid. He put the hemorrhoid tissue in the anvil and turned the knob until it was closed. And then he released the safety and pushed the trigger. However, the trigger did not move at all and it was not fired. He pushed the trigger with all his power, but it did not move. The trigger was moved and it was fired when he opened the knob until the bar was at the vicinity with green zone and orange zone. When he opened the knob, staple in some parts were not in the tissue and bent outside. He did the case well with reinforcing with the suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.